Manufacturer narrative:
It was later reported that this lead was explanted and a non-boston scientific lead was implanted. It was unknown whether this lead would be returned.

Manufacturer narrative:
Boston scientific later received information that the right ventricular (rv) lead had dislodged in this patient with known twiddler's syndrome. As a result inappropriate detections were also noted from atrial signals. No adverse patient effects were reported. A lead revision was scheduled and the device had been reprogrammed to other than monitor + therapy again in preparation.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was programmed to other than monitor + therapy. The non-boston scientific lead was dislodged which resulted in high shock impedances. No adverse patient effects were reported. The device remained implant and moved the other side but the the non-boston scientific lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was also reported that the patient had received inappropriate therapy both anti-tachycardia pacing (atp) and shock therapy due to the dislodged lead.